Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The cup, the head and the head adapter were returned for investigation. The flat rim of the cup shows some scratches, most likely coming from revision surgery. The articulating surface shows scratches and a milky opaque area, which indicates the wear zone. On the anchoring side, bone attachment can be observed. Some small scratches parallel to the rim of the cup can be seen and most likely attributed to the removal procedure. The non-articulating surface of the head shows some scratches and dents. The articulation surface shows several slight scratches and a milky opaque area, which indicates the wear zone. The head adapter was received disassembled from the head. On the inner surface of the head adapter, surface changes can be found that point to possible fretting corrosion. On the outer surface of the head adapter, a pattern of parallel lines can be seen. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices used for treatment. Medical records were not provided. With the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced an inflammatory reaction to metal ions with formation of pseudotumor. As a result of that the patient underwent a revision surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and/or corrected information. D10 ¿ associated products; metasul ldh, head, 54, code t, taper 18/20 , item# 0100181540, lot# 2382497 metasul ldh, head adapter, m, 0, taper 12/14-18/20, item# 0100185146, lot# 2420203 multiple MDR reports were filed for this event, please see associated reports: 0009613350 -2023 -00134, 0009613350 -2023 -00135. The following sections were updated: b2, b4, b5, d2, d9, g3, g6, h1, h2, h3, h6, h10. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products ¿ associated products: metasul ldh, head, 54, code t, taper 18/20 , item# 0100181540, lot# 2382497. Report source ¿ foreign ¿ italy. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced an inflammatory reaction to metal ions with formation of pseudotumor. No remedial action has been reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.